Event description:
A past low blood glucose event was reported by the customer, and the specific low value was not identified as it displayed "low." Cause was not known. The customer¿s spouse help prepare food for the customer to consumed to address their decreased bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.